Manufacturer narrative:
Now power to auxilliary outlet due to blown circuit.

Event description:
It was reported by service report that there was no power to the auxilliary outlet. The customer could not determine whether there was patient involvement or if adverse consequences occurred.